Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reported that "when he went to perform the catheterization, he identified a white membrane on the catheter before use, and with fear decided not to use it." Photos depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The catheter lot 1f03346 were packed in peelpack in may 3rd 2021 in amount 43 200pcs on packaging machine p009. The raw catheters were assembled on machine a099 under sub- assembly lots 1f03320 and 1e04564 . All correct raw materials were used during sub-assembly lot and the final lot production. During packaging process according to process instruction g90574 ver 17.0.point 5.11.16, used at the time lot was packed, 100% visual inspection of each catheter was carried out. No foreign particles were allowed. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the manufacturing or packaging process. Picture was provided and the white material was observed. Email was sent to clarify or take better picture to see the material better but no response has been received yet. The picture was assessed at ncrb meeting at was decided that with high probability the white material is hydrophilic master. The catheter probably was exposed to external friction causing white hydrophilic additive was scrubbed from the tube off. This issue was investigated by r&d representative within event tw# 1420283 with the following conclusion: ¿inspection of assembling, sleeving and packaging process did not show any source of particles. Surface of tube was expose to attrition as well. We slightly rubbed the surface by fingers, and we could see small white particles on the black pad below the catheters. It was felt that surface of tube lost the particles. These particles came from the hydrophilic additive that is presented on the surface of tube and there is not fixed strongly to the surface of tube. On the base of discussion, we can conclude that hydrophilic master batch migrate on the surface of the tube, what is nature function of gentlecath glide intermittent catheters. Because biocompatibility evaluation for gentlecath glide catheters provides evidence about the safety use of catheters we conclude the reported white material do not represent safety and quality issue for catheter usage." No other complaint of this nature was received from january 2021 till now. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site:3005778470.